Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced damaged drive support cap. The customer's blood glucose value was 56 mg/dl. The customer reported the drive support cap to appear protruded. The customer did not press the cap while connected. The product was not returned for analysis.